Manufacturer narrative:
When nakanishi communicated with the dentist about the event on (B)(6) 2018, the dentist refused to information about the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi set a test bur in the handpiece and rotated it by hand as a simple movement test. The bur did not rotate at all. Therefore, nakanishi could not conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the ball bearing on the cartridge side was broken. There was debris in the headcap. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes dirt ingress into the bearing during rotation, leading to the broken bearing. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
When nakanishi communicated with the dentist about the event on (B)(6) 2018, the dentist did not provide information about the patient's weight.

Event description:
On (B)(6) 2018, nakanishi received a phone call from a dentist about an nsk handpiece overheating. The details are as follows. - the event occurred on (B)(6) 2018. - the dentist was removing a crown from a tooth #5 of the patient's upper right jaw using the handpiece z95l (serial no. (B)(4)). - the patient was not anesthetized. - during the procedure, the patient complained about the handpiece overheating. - the dentist was aware of a burn on the patient's lip and prescribed the patient an ointment. - the dentist determined no additional burn treatment was necessary.